Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the mid right coronary artery (rca) that was moderately tortuous and 99% stenosed. Pre-dilatation was performed using a 3.0 x 15 mm balloon dilatation catheter. During deployment of a xience xpedition 3.0 x 48 mm stent, a proximal edge dissection occurred. Another xience stent was used as treatment. There was no reported clinically significant delay in the procedure. No other procedural issues were noted and no additional information was provided.